Event description:
It was reported that a patient presented remotely via merlin. Net, the insertable cardiac monitor (icm) exhibited under sensing showed on electrogram. No intervention or procedure was performed. No patient symptom was reported.